Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/30/2013 with the following findings: the pump powers to "verify" screen in accordance with normal operation. Black box shows one unexplainable "power on reset" on (B)(6) 2013. The battery compartment is intact, no damage. No evidence of moisture contamination inside battery compartment or on underside of battery cap. The battery cap is able to fully tighten. A power loss was not observed. The battery cap measures within specifications. The pump was exercised for 24 hours. No power loss or battery related warnings were observed. The pump case was removed, no evidence of moisture or loose components identified inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. Investigators were unable to duplicate intermittent power condition.